Manufacturer narrative:
The device was not returned and the lot number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked; further described as a leak located between, "the connection port of the physioneal bag and the connection of the heating line." This occurred before starting automated peritoneal dialysis therapy on the patient. There was no patient involvement. No additional information is available.